Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable assembly harness that runs from ps1 to power signal interface pcb and to power motor relay pcb was evaluated and replaced. The power supply voltages at the doghouse were now confirmed to be within specifications. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No pt serious injury was reported related to this event.